Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated using an alliance ii inflation handle and syringe (bsc) and burst inside the patient's stomach. The balloon was removed and the physician decided to abort the procedure. No pieces of the balloon detached inside the patient. It was confirmed there was no malfunction of the alliance inflation handle or syringe. The procedure was not completed, however there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated using an alliance ii inflation handle and syringe (bsc) and burst inside the patient's stomach. The balloon was removed and the physician decided to abort the procedure. No pieces of the balloon detached inside the patient. It was confirmed there was no malfunction of the alliance inflation handle or syringe. The procedure was not completed, however there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was originally reported that the balloon burst inside the patient's stomach, however this was reported in error. During the procedure, the balloon burst in the patient's esophagus.

Manufacturer narrative:
Visual evaluation of the returned complaint device found the balloon portion of the device to be torn longitudinally; no defects were noted to the catheter of the device. Based on this information, the complaint that the balloon burst was confirmed. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes in contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated using an alliance ii inflation handle and syringe (bsc) and burst inside the patient's stomach. The balloon was removed and the physician decided to abort the procedure. No pieces of the balloon detached inside the patient. It was confirmed there was no malfunction of the alliance inflation handle or syringe. The procedure was not completed, however there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.